Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during a posterior repair with xenform procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon deployment of the capio through the patient's left ligament, the suture broke into halves below the dart. The capio carrier remained intact and the dart was found in the capio cage. Reportedly, the physician thought that the capo cage was sharp on the sides. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.